Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found. Grommet damage was noted.

Event description:
It was reported that during implant attempt, the device exhibited high svc and lv impedences. The device was replaced. It was also noted that the setscrew was out and there was speculation it may have happened during the case. There were no patient complications reported as a result of this event.